Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the wiring, soldering and contact were worn. Therefore, the reported condition was confirmed. It was further determined that there were burn marks on loading bay. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the light emitting diodes (led) of the universal battery charger device indicated failure. As a result, it was further reported that the device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.